Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date was not known.

Event description:
It was reported that thrombosis and device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine one (1) year follow up transesophageal echocardiography (tee) and the physicians noted what appeared to be a flapping on the top of the closure device. It was unclear if it was a thrombus or part of the closure device. A possible partial dislodgement was noted as well. The patient was placed back on oral anticoagulation (oac). Cardiothoracic surgery intervention is not needed at this point. No additional information is available.